Event description:
It has been reported to philips that the system will not boot. The system hangs at 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified that flexvision pc was faulty. The fse replaced the flexvision pc and returned the system to use in good working order.